Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product was discarded and is unable to be returned for evaluation. The finalization of this case is in progress.

Event description:
It was reported the patient received the following results within 15 minutes: 497 mg/dl, hi (= higher than the measurement range of the meter) and 247 mg/dl.